Event description:
The customer stated that a (B)(6) male pt was in the canopy. The pt was leaning against the window. The zipper opened up and the pt fell onto the floor hitting his head. The nursing staff stated that the pt fell onto the floor hitting his head. The nursing staff stated that the pt was alert and orientated when found on the floor. The pt remained on the unit after the fall and did not require being transferred to another unit or any add¿l care other than a CT scan which found no serious injury incurred to the pt. After inspecting the canopy they noticed that the zipper teeth do not connect when the panel is closed.

Manufacturer narrative:
Results - eval of the returned product found on the front window the zipper slider is open, on panel side b the left leg has 2 inch broken stitches and the elastic is broken. Note: instructions for use has warning statement: check the zippers: inspect zipper coils for any kinks or misalignment. Test that all zippers open easily and close securely and there are no gaps or openings when pressure is applied along the entire length of each zipper. Always use the zipper pull-tabs and ensure that zippers are fully closed. Never try to rip a panel open, as this may damage the access panel or the zipper slider by bending it open. If a zipper slider is damaged or if zipper teeth are broken or missing, the zipper may not close securely and the pt will be able to open the panel and fall. Never use the bed if a zipper slider is bent open or damaged, as this may prevent the zipper from closing securely. Never use the bed if a zipper slider is damaged or the pull-tab is missing or broken. Never leave the pt¿s bedside until all access panel zippers are securely closed. Remove the pt from the bed if a zipper is damaged or a panel will not close securely. Note: this facility was advised by posey company rep a year ago to switch over to a newer model of bed and the facility did not take those recommendations. (B)(4).